Event description:
During follow-up post procedure, an increase in atrial stimulation was revealed. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The field report of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.